Event description:
Treatment of a middle cerebral artery (mcs) aneurysm that was coiled with qc-3-6-3d (one) and qc-2-2-helix (three). It was reported, there was some placement of the coil in the patient artery. A stent was placed to prevent the coil loop from protruding into the parent artery. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.